Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the catheter was implanted in the patient for 4 to 5 months. The repair kit was used on (B)(6) 2022 (to repair the catheter and tego was screwed on by hand on the lumen of the repair kit). During normal usage, a crack was observed at the lumen level of the venous luer adapter using tego. The adapters were usually tightened by hand; they never used tools/instruments to loosen or tighten the device and they did not tighten the tego too much. There was no leak. 70% alcohol per IFU was the cleaning agent used on the device and used to clean the adapters. The cleaning agent was allowed to dry thoroughly prior to applying ointment to the area. Nothing unusual was observed on the device prior to use and flushing was performed with good result. Bloodlines were being utilized with the device aside from tego. The catheter was not replaced. When they saw that the lumen of the repair kit was broken, they took it off and replaced it with another repair kit lumen to resolve the issue. Procedure was completed. There was no blood loss and blood transfusion was not required. There was no intervention/treatment required as a result of the event. The patient was in stable condition and there was no reported patient injury.